Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 350cc mentor cpx 4 breast tissue expander with suture tabs. Post-operatively, the patient was diagnosed with an infection of one of the breasts by a medical professional after she went swimming in a pool. The affected side was not provided. As a result, the patient underwent tissue expander removal on an undisclosed date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.